Event description:
Customer reported the passport monitor was not working, which may have resulted in a loss of primary monitoring.

Manufacturer narrative:
Monitor was returned to mindrays repair ctr for repair.